Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against left device. The device remains implanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional/changed and/or corrected data : b.5., d.6b., g.2., h.6.

Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases flat, wear abrasion, an opening on posterior, and white particles in the shell. Leak test and microscopic analysis was performed which identified: two striated openings on posterior, a crease sharp opening on posterior, and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: two striated openings on posterior assessed as surgical damage. A crease sharp opening on posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted.